Event description:
As reported (B)(6) 2013, post procedure, the rn was providing care to a 6 month old male patient during morning assessment round. The attending nurse noted the PICC line was leaking from below the PICC catheter connection port. Interventional radiology was consulted and patient had PICC replaced the same day as the event occurred. There was no reported permanent harm or injury to the patient due to this event. The failed device has been disposed of by the user, therefore, unavailable for evaluation by the manufacturer.

Manufacturer narrative:
As the reported complaint sample was disposed of by the user and not returned, angiodynamics is unable to perform a device evaluation. Follow up information indicated that the sample was disposed of and the customer was unable indicate the location on the PICC in which PICC was leaking. The complaint could not be confirmed. The root cause for the reported defect is unknown. A review of the lot history records was performed for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. During the manufacturing process, a 100% teak test is performed as well as an aql inspection for digs, cuts, kinks, foreign matter, or other deformations along the shaft of the catheter. The instructions for use, which is supplied to the user with this catalog number states, "do not use the catheter if there is any evidence of mechanical damage or leaking. Damage to the catheter may lead to rupture, fragmentation, possible embolism and medical intervention." And "do not attempt to repair catheter. If breaks or leaks are apparent in the catheter, immediately replace the entire catheter." A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).